Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there were loose connections to the solution bags which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was found that the connections to the supply bags were loose. The technical services representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.